Event description:
Post-paced t-wave oversensing was observed during implant. The patient was asymptomatic and did not receive therapy. Reprogramming was recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.